Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with a vibratory alert. Upon review, the implantable cardioverter defibrillator was in backup vvi mode due to event queue overflow. Device restoration was performed and resolved the event. The patient experienced no adverse consequences.